Manufacturer narrative:
Device analysis report attached. This report is submitted on march 17, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2021; it is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on november 30, 2021.

Manufacturer narrative:
This report is submitted on october 05, 2021.

Event description:
Per the clinic, the patient experienced a skin flap necrosis followed by infection(specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.